Event description:
It was reported that the patient experienced hypoglycemia after a postprandial hyperglycemic period while using an ilet system with a dexcom g7 cgm; the patient ate a burger, fries, and a vanilla shake, announced a ¿more than¿ meal, received 10.61 units of insulin, observed elevated glucose for several hours, and later developed a low with a nadir cgm reading of 54 mg/dl lasting about 40 minutes, treated with oral glucose such as a cookie or candy bar. Symptoms included low blood glucose. Outcomes included transient hypoglycemia without hospitalization. Investigation included troubleshooting and education. Investigation of this case revealed no device malfunction identified and the cause of hypoglycemia remained unclear, with patient attribution to possible excess insulin relative to meal absorption. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.